Event description:
Info received indicates the right siderail ucm board shorted due to fluid ingress from a torn siderail label.

Manufacturer narrative:
The technician replaced the siderail caregiver label and ucm board to repair the bed.